Event description:
It was reported by service report that the fowler would not raise and it could not be locked in place or hold weight. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler, gas spring trip, stationary foot skin.